Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that while doing a radial artery harvest, the vasoview hemopro 2 timed out. They waited for more than 30 seconds and it would not activate again so they opened another kit to complete the case with no other issues. Unknown if pre-cautery test was performed. They waited more than 30 seconds for device to reactivate. There was a 2-3 minute delay long enough to open up another device. The beeping sound was heard when the toggle was pulled back to activate the device power setting at 3. There was no patient harm.